Manufacturer narrative:
Sc1-cap locked in place properly during testing. Upon battery installation, unit powered on properly and no critical pump error (open book) was noted. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for any alarms around the time of the customer's call. However, no relevant alarms were noted to confirm any anomalies. Proceeded to perform the following testing to ensure proper functionality of unit. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement test, active current measurement test, and self-test. No unexpected alarms were noted during testing. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. During deconstructive analysis, moisture damage was noted on the motor force sensor flex connector gold traces. The following cosmetic damages were noted: keypad overlay texture damage, cracked keypad overlay, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer¿s alleged critical pump error alarm (open book image) was not confirmed when unit powered on properly and no relevant alarms were noted during download history review or during testing. Unable to confirm allegations of exposure to magnetic field. However, due to moisture damage noted, isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a critical pump error, and the pump was exposed to a magnetic field. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed for a critical pump error, and the customer found no damage to the pump. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1886 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.